Event description:
It was reported that the catheter kept moving out of its locations, i.e. Pt's spine. It was stated that the pt started getting increases recently to medication and wasn't getting relief, hence another dye study was performed and it was determined that the catheter was not in place and that some of the old catheter was left in during a previous revision on (B)(6) 2011. A surgery was scheduled for (B)(6) 2011. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was later reported that the catheter had ¿moved¿ and during the procedure the catheter was anchored in place.